Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no product code or lot numbers have been made available. No complaint sample was available for assessment at this time but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. A clinical review determined that based on a review of the complaint details provided, there is no further impact to patient. No products were returned for evaluation and no photos were submitted therefore the root cause of the reported hematoma could not be determined. No additional clinical assessment is warranted. A risk management review was carried out and no further actions required at this stage as route cause not determined and no medical investigation was carried out. The database of change controls for the opov product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The investigation did not find a product defect or manufacturing process issue so no corrective or preventative action is required at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient presented haematomas under dressing holes on patient, leaving marks that look like the shape of it. No medical intervention. No affectation to the patient.